Event description:
On may 14, 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The pt indicated that the alleged meter issue started on a month before, in the afternoon. As a result of the reported issue, the pt administered self-care by taking a decreased dose of diabetes medication. The pt took 1 pill of metformin. During the time of concern, the pt reportedly developed symptoms of headaches and frequent trips to the restroom. At an unspecified time, during the same afternoon that the alleged meter issue began, the pt received assistance/advice from a health care professional (hcp). The pt's blood glucose was tested on a doctor's/clinic's meter but she could not recall what result was obtained. It is not known if the pt received any medical treatment. The one touch customer advocate (otca) also noted that the pt "developed high sugar symptoms on a separate occasion because she could not test her blood." It is not clear as to why the pt could not test her blood or what symptoms she had at the time. It would have been helpful to know the following info: what the pt's testing frequency is, if the pt specifically had frequent urination, what date/time the symptoms developed, what actions the pt took before and after the symptoms developed, and what treatment (if any) she received from the hcp. In addition, it would have been helpful to know what symptoms the pt had when she could not test her blood, why she could not test her blood, and if the pt actually suffered 2 separate episodes of having symptoms suggestive of hyperglycemia. The pt admitted that she had not replaced the meter's battery according to the owner's manual. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms of hyperglycemia because she could not test her blood after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.